Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump receive multiple pump error alarm. The customer blood glucose level was 16 mmol/l at the time of incident. The customer was assisted with troubleshooting. Customer stated they were able to successfully clear the alarm also able to complete rewind the insulin pump. Customer stated notification light did not immediately stop flashing. Customer stated insulin pump had not been exposed to temperatures below 41°f. Advised customer to performed the self-test which was passed. The insulin pump will be returned for analysis.